Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen 3,000 mcg/ml at 1,001.7 mcg/day and bupivacaine 15 mg/ml at 5.009 mg/day for intractable spasticity. It was reported a pump alarm occurred. More specifically, the low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The patient was refilled about two weeks prior ((B)(6) 2015) and the reservoir volume was appropriately updated. The pump was interrogated on (B)(6) 2015, which revealed 33.9 ml remained in the pump. The cause for the low and empty reservoir alarms remains unknown. The reservoir volume was updated on (B)(6) 2015. The event resulted in an unscheduled clinic or office visit. The relationship of the event to the device or therapy was considered to be related. The relationship of the event to the implant procedure was considered to be not related. The outcome was noted to be resolved without sequela on (B)(6) 2015. The lot number for the compounded baclofen was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.